Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the green sureform 60 reload and stapler involved in this reported event for failure analysis investigations. If additional information is received, a follow-up MDR will be submitted. The stapler logs for sureform 60 stapler instrument involved was installed on the system 9x and fired 9 reloads (9 green). On install #1, the first clamp was successful and the firing was completed with no pauses for compression. On install #2, the first clamp was successful and the firing was completed with 1 pause for compression. There were no errors in the logs for this second firing. On install #3, the first clamp was successful and the firing was completed with 4-5 pauses for compression. On the last 6 installs, the first clamp was successful and the firings were completed with no pauses for compression on each. There were no incomplete clamps, incomplete unclamps, or firing failures logged for the procedure. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted esophagectomy non-transthoracic - transhiatal surgical procedure, during the second fire with the green sureform 60 reload, a tissue pushout event occurred. Intuitive surgical inc. (Isi) contacted the surgeon and obtained the following information: the first fire was completed without any complications and had a complete staple line. After a successful clamping of the second fire on stomach tissue, specifically the gastric conduit, the green sureform 60 reload paused immediately, then continued to progress, and then continued to "pause and push" multiple times. As a result, the tissue was "wrinkling" and the tissue push occurred. The staples were malformed, and dumped into the abdomen requiring retrieval. The surgeon reports continuing the stapling path from the previous successful staple line, and cannot be sure if the reload in question came in contact with prior staples. Additional tissue resection was required due to this event in order to complete the procedure and get a "clean" staple line. No buttress material was used, no leak test was performed, no additional unexpected bleeding, and the patient did not require additional hospitalization or any further complications. The same stapler was used to complete the rest of the procedure with no further issues.